Event description:
It was reported that the procedure was cancelled. An angiojet ultra 5000a was used in a thrombectomy procedure. During the procedure, the unit was leaking and drawer assembly replacement was needed. The patient had been sedated. The procedure was not completed due to this event. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: angiojet drawer 5569 was received. The drawer was decontaminated. A visual inspection was done on the drawer and it failed visual inspection. The drawer is missing a backsplash and 2 screws. The a functional test was done on the drawer. It failed the functional test at the 100 cycles test. The complaint unit is leaking was confirmed. The most likely cause is a defective component which is the torsion spring.

Event description:
It was reported that the procedure was cancelled. An angiojet ultra 5000a was used in a thrombectomy procedure. During the procedure, the unit was leaking and drawer assembly replacement was needed. The patient had been sedated. The procedure was not completed due to this event. There were no patient complications reported.